Event description:
It was reported that a caller experienced issues with charging as it remained unstable due to visible damage to the silver usb port. As a result of the charging issue, the pump shut down, causing the customer¿s blood glucose (bg) level to be displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. To resolve the issue, technical support instructed the customer on proper usb insertion to prevent further damage and confirmed a replacement pump would be sent. The caller acknowledged the need to return the damaged pump and program the replacement, with technical support facilitating the process.